Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by nausea and lack of appetite. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action with pd therapy were not reported. The reporter declined to provide additional information.